Manufacturer narrative:
Return evaluation conclusion, 6.29.16: wont start; 4 and 5 code; compressor locked. Should additional information become available a supplemental record will be filed.

Event description:
Consumer states that when her family member breathes in no air comes out and the blue light on the unit does not light up, unit is not alarming or showing an error code.